Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain") in a female patient who had essure (batch no. A57111, a47947) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included gravida ii, parity 2 and cesarean section. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual hemorrhaging"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a full hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 13-jul-2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, product information, concomitant drugs and events abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, mental anguish, dysmenorrhea (cramping), abdominal pain, did you undergo an essure confirmation test? No were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain") in an adult female patient who had essure (batch no. A57111, a47947) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included multigravida, parity 2, cesarean section, iron deficiency anemia in (B)(6)2015 and hyperparathyroidism in (B)(6)2015. Concomitant products included cyanocobalamin from (B)(6)2015 to (B)(6)2015, ergocalciferol (vitamin d2) since (B)(6)2015, estradiol from (B)(6)2015 to (B)(6)2015, iron since (B)(6)2015, medroxyprogesterone acetate (depo-provera) from (B)(6)2012 to (B)(6)2013, paracetamol (acetaminophen) since (B)(6)2012 and tramadol from (B)(6)2015 to (B)(6)2015. In (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2013, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual hemorrhaging") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a full hysterectomy due to complications from the essure device). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the menstrual disorder, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Lot number: a47947, manufacture date: 2012-09, expiration date: 30-09-2015. Lot number: a57111, manufacture date: 2012-09, expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2019: pfs received. Patient information was added. Event onset date was added. Event outcome of severe persistent pelvic pain and menorrhagia was updated as recovered / resolved. Medical history was added. Concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain') in an adult female patient who had essure (batch no. A57111, a47947) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included hyperparathyroidism in (B)(6) 2015, iron deficiency anemia in (B)(6) 2015, multigravida, parity 2 and cesarean section. Concomitant products included cyanocobalamin from june 2015 to july 2015, ergocalciferol (vitamin d2) since (B)(6)2015, estradiol from 20-jul-2015 to 20-aug-2015, iron since (B)(6) 2015, medroxyprogesterone acetate (depo-provera) from 12-dec-2012 to 12-mar-2013, paracetamol (acetaminophen) since (B)(6) 2012 and tramadol from april 2015 to july 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual hemorrhaging") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a full hysterectomy due to complications from the essure device, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of removal: (B)(6) 2015. Patient received treatment for pain and abnormal bleeding . Lot number: a47947, manufacture date: 2012-09, expiration date: 30-09-2015. Lot number: a57111, manufacture date: 2012-09, expiration date: 2015-09 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: outcome for event vaginal bleeding was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain") in a female patient who had essure (batch no. A57111, a47947) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, parity 2 and cesarean section. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual hemorrhaging"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a full hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Lot number: a47947 manufacture date: 2012-09 expiration date: 30-09-2015. Lot number: a57111 manufacture date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain') in an adult female patient who had essure (batch no. A57111, a47947) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included hyperparathyroidism in (B)(6) 2015, iron deficiency anemia in (B)(6) 2015, multigravida, parity 2 and cesarean section. Concomitant products included cyanocobalamin from (B)(6) 2015 to (B)(6) 2015, ergocalciferol (vitamin d2) since (B)(6) 2015, estradiol from (B)(6) 2015 to (B)(6) 2015, iron since (B)(6) 2015, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2012 and tramadol from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual hemorrhaging") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a full hysterectomy due to complications from the essure device, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of removal: (B)(6) 2015. Patient received treatment for pain and abnormal bleeding. Lot number: a47947 manufacture date: 2012-09 expiration date: 30-09-2015. Lot number: a57111 manufacture date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual hemorrhaging"). The patient was treated with surgery (underwent a full hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.